Event description:
It was reported that the patient underwent cervical cerclage on an unknown date and suture was used. Following the procedure, the patient experienced a local allergic reaction. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.